Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 120 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test performed with results of hi using trueresult meter and 368 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 507 mg/dl and 540 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strips lot MFR's expiration date is 04/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): hi (B)(6) 2015 12:44pm; hi (B)(6) 2015 12:42pm; 274mg/dl (B)(6) 2015 04:33pm; 584mg/dl (B)(6) 2015 11:34pm; 530mg/dl (B)(6) 2015 11:25pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user has inaccurate reference.